Event description:
It was reported to boston scientific corporation that a cre pro wireguided balloon was used in the colon discentis during a coloscopy and dilation of an anastomosis stricture procedure performed on (B)(6), 2022. During the procedure, the balloon burst after inflating to 8 atm. The procedure was completed with another balloon of the same model. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided balloon was used in the colon discentis during a coloscopy and dilation of an anastomosis stricture procedure performed on (B)(6) 2022. During the procedure, the balloon burst after inflating to 8 atm. The procedure was completed with another balloon of the same model . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered.

Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst. Block h10: the returned cre wireguided balloon was analyzed, and a visual evaluation found the balloon was torn longitudinally. No damages were noted to the catheter. Microscopic evaluation of the balloon confirmed the longitudinal tear. No other problems with the device were noted. The reported event of balloon burst was confirmed. The longitudinal balloon tear found during evaluation is likely to have occurred due to factors encountered during the procedure: excess pressure, interaction with other devices, or patient anatomy. It is possible that interaction with any surface during the procedure could create friction on the balloon, causing a tear. Therefore the most probable root cause is "adverse event related to procedure." A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.